Event description:
It was reported that, "reduction spoon fractured and separated from reduction handle in tibia."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.